Event description:
It was reported that the ilet device¿s touchscreen fractured while in the user¿s pocket, rendering the screen unusable; the affected component was the touchscreen, and the user had backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.